Manufacturer narrative:
Concomitant medical products: dvab2d1 ICD, implant date: unknown. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high impedance, a variation in impedance, and there were "a lot of short v-v intervals." The lead was capped, replaced, and no patient complications have been reported as a result of this event.